Event description:
It was reported that an expected message to check that the secondary intravenous (IV) set is open did not alarm. The event occurred when the pharmacy was testing changes to the data set. There was no patient involvement.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the october 2020 complaint review board (crb) did not find an increasing trend for the reported issue of ¿an expected message to check that the secondary intravenous (IV) set is open did not alarm¿. Based on the crb review and the limited information provided no further investigation actions will be performed; however a device malfunction is not believed to be occurring. The reported issue that an expected message to check that the secondary intravenous (IV) set is open did not alarm is believed to be associated with the pcu displaying the message ">verify secondary clamp open, then press start" which is displayed for the starting of a secondary infusion. No audio alarm is generated because an error has not occurred in this situation, it is part of normal programming operation. The report that the expected message was not displayed could not be confirmed; no product was returned for investigation. The issue reported would be a pcu functionality and not a pca. The device is used for treatment purposes.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that an expected message to check that the secondary intravenous (IV) set is open did not alarm. The event occurred when the pharmacy was testing changes to the data set. There was no patient involvement.